Event description:
According to the reporter, during the laparo oophorocystectomy operation, after a while of use of the device, the tip of the outer sleeve was found to be damaged. Another device was opened. The event occurred in use for patient the procedure was completed with another device. No injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The distal end of the outer sleeve was observed to be damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when the distal end of the outer sleeve is impacted or impacts external objects with a force large enough to damage perforations in the outer sleeve. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.